Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room due to feeling ¿zings¿ from the right ventricular (rv) lead. The physician surmise that there is an insulation breach in the rv lead causing the patient to feel the electrical stimulus during pacing. The rv lead is scheduled to be replaced and remains in use. No further patient complications have been reported as a result of this event.